Manufacturer narrative:
Evaluation summary: the investigation results are unknown because the investigation is being conducted by a third-party organization. Correction information d9: device available for evaluation g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result.

Event description:
More and more often pixelated image (first weekly, now with every examination), entire screen pixelated (not just the endoscopy image), wiring changed (same error), 2nd monitor does not have the problem. After switching it off and on, the picture is good again. Doctor's opinion: the monitor is overheating (fan always runs at the highest level) this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.